Event description:
It was reported that there was incorrect suction pressure and suction finished quickly. It took 20 minutes to fully inflate.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used evacuator. Visual inspection of the sample noted connect (in-house) tubing and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator was flattened to create negative pressure and the solution was able to be suction in the evacuator as intended. No decreased in suction observed. The photo sample was returned and could not be evaluated for the reported failure. No root cause was found as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was incorrect suction pressure and suction finished quickly. It took 20 minutes to fully inflate.